Event description:
It was reported that during a surgical procedure, the drill seemed to "jump" unexpectedly during a case. Upon inspection of the handpiece, it was noticed that the black rubber stopper by the gears was separated from the gear shaft. The device was used to complete the case. No surgical delay or patient injury was reported. Results of investigation have concluded that there is not malfunction confirmation, the device was not returned for investigation.

Manufacturer narrative:
The navio handpiece, used in treatment, had an issue when the drill was jumping' unexpectedly and the black rubber stopper was separated inside the gear shaft, during a procedure. The navio handpiece was not returned for further evaluation and no visual/functional inspection could be performed. The reported event is not confirmed. The details provided by the user suggest that the surgeon was only experiencing the issue in speed control mode in which the drill will stop and start the bur spinning depending on proximity to the cut surface. Furthermore, the drill will stop spinning if either the pertinent leg tracker or the handpiece tracker becomes partially or fully occluded from the camera's view. The navio handpiece has no effect on the drill's operation in speed control mode. Therefore, there is no problem found with the handpiece related to an inconsistent spinning drill. The user also identified that the handpiece snap lock nut had come loose from the snap lock carrier. However, this did not affect the case. The root cause of this issue was found to be no problem found. A device history record review found the device met all manufacturing specifications during release for distribution. A complaint history review found similar reports.